Manufacturer narrative:
(B)(4). Batch # t93h40. Investigation summary the account provided an image for review. The image is of what appears to be two harmonic devices where you can see on the right side the blade tip broken off, and in the left side the other device can be seen with the blade that seems to be damaged. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as "remove instrument from patient" or ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
Lap roux y gastric bypass (revision sleeve): revision sleeve to rygbp ; (B)(6) hospital, on (B)(6) 2019. 1st x hd1000i opened and surgeon attempted to dissect the tissue where staples were laid down from previous sleeve. Activated on tissues with embedded staples and generator gave an error. Took instrument out of patient tested and troubleshot the error, activated agai and the generator gave another error. Surgeon removed from patient and activated - generator said to replace device. Surgeon reports may have made a microfracture whilst activating on staples in tissue initially. 2nd x hd1000i - surgeon reported went to activate on tissue without staples and another error occurred at generator. Took device out of patient to test and troubleshoot and generator error again. Surgeon placed instrument on mayo table firmly and blade broke off outside of the patient on the mayo. Was retrieved and discarded. Continued with a 3rd hd1000i with no known issues, patient recovery as per expected, procedure continued without further instrument failure. Patient outcome: no variance from usual recovery. No ae reported.